Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: power level could not be adjusted by handpiece. Probable root cause: footswitch fatigues over time, footswitch defect, loose/disconnected cable, front board failure, system level errors.

Event description:
It was reported that the crossfire had an increased ablation rate.